Manufacturer narrative:
Block b3 (date of event): the exact date of the event is unknown. The provided event date 01jan2024 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block e1: it was reported that there were two physicians involved during this procedure. (B)(6) dr. Block h6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed. Block h10: the returned endovive safety peg kit push method was analyzed. Visual inspection noted that there were no problems or physical damage to the device exterior. A functional test was performed using a 0.035 inch guidewire that was inserted through the entrance of the feeding tube. However, difficulty advancing the guidewire was noted and the guidewire could not pass through the transition joint/barb connector. The barb connector was isolated by cutting the tubing on both sides. Visual inspection inside the barb connector noted an obstruction on the side connected to the thermoformed tube in the form of adhesive/glue. No additional problems with the device were noted. With all available information, boston scientific concludes the reported event of peg tube obstruction was confirmed during the product investigation. Based on the condition of the returned device, it is likely that the obstruction is a result of incorrect placement or excessive use of adhesive during the manufacturing process, resulting in obstruction of the hypotube. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this problem is in progress. Block h11 (correction): block b5 (describe event or problem) and block g1 (MFR site address 1) have been updated.

Event description:
Note: this report pertains to the first of two endovive safety peg kits push method that were used in the same patient and procedure. It was reported to boston scientific corporation that an endovive safety peg kit push method was attempted to be used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) tube placement procedure. The exact procedure date was unknown. During the procedure, the guidewire could not pass through the transition zone between the connector, between the hard and soft plastic. A second peg kit was opened and attempted to be used but, the same problem occurred. The procedure was completed with different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): the exact date of the event is unknown. The provided event date 01jan2024 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed.

Event description:
Note: this report pertains to the first of two endovive standard peg kit push used during the same procedure. It was reported to boston scientific corporation that two endovive standard peg kit push was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy tube placement procedure performed on an unknown date. During the procedure, the guidewire could not pass through the transition zone between the connector, between the hard and soft plastic. A second peg kit push was used; however, the same problem occurred. The procedure was completed with different device. There were no patient complications reported as a result of this event.